Event description:
The customer would like the run data file investigated to determine a possible cause for the high-than-expected white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(6). The disposable set has been discarded by the customer, therefore is not available for return for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed. The analysis of the rdf did not find any conclusive cause of the elevated wbc content reported for this collection. No unusual process variable was identified and trima accel operated as intended. It is possible that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. Based on the available data, it also cannot be ruled out that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.